Event description:
Customer stated that had a fasting blood glucose comparison performed. The lab result was 135mg/dl and the device reading was 330mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was stent.